Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was treated for supraventricular tachycardia with a shock. The episode started in vt-1 monitor only zone and crossed into the vt zone with treatment. Technical services discussed device operation. No adverse patient effects were reported. The device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.